Event description:
It was reported that there was intermittent far field r-wave (ffrw) oversensing observed on the presenting rhythm, and atrial oversensing was falling into the blanking periods. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.